Event description:
It was reported that the device experienced an electrical reset. It was also noted that the patient was undergoing radiation treatment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.